Event description:
Medical records were received from legal. The patient was revised because of dislocation.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 4/29/2015: pfs and medical records received. The patient was revised on (B)(6) 2012 for continued dislocations. During a closed reduction on (B)(6) 2012 a clunking sound was noted. Lab results from (B)(6) 2013 and (B)(6) 2014 indicated the metal ion levels were below 7ppb. Part/lot is unknown at this time. This complaint was updated on: 5/21/2015. Update 5/4/15 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:2/4/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.